Manufacturer narrative:
Investigation results: conmed linvatec received this ablator for evaluation. During evaluation of the unit with a test generator, the reported problem could not be duplicated. A visual inspection of the ablator found salt-like deposits under the dome switch indicating moisture instruction. This type of failure can cause the device to operate on its own. A corrective action is in place to address this failure mode. Instructions for use (IFU) cautions the user: when not in use, place the device in a safe and highly visible area, not in contact with the patient. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device.

Event description:
It was reported that during use of this ablator, the buttons would stick and the device would not shut off. There was no patient injury or surgical delay reported with this event.